Event description:
Had a depuy knee replacement on (B)(6) 2010, started having trouble with it on (B)(6) 2010, started popping and cracking when I would get up from a sitting position, would about throw me down, hurt, felt like pins sticking in it, was stiff and sore and would cause my foot to go numb.